Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: ddmb2d4 ICD, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced fevers, endocarditis, positive blood cultures and vegetation on the right ventricular (rv) lead. Cultures grew streptococcus oralis. The patient's implantable cardioverter defibrillator (ICD) system was extracted and the patient was treated with amoxicillin and gentamycin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.